Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. A tolerance issue in the power supply of the generator control above a specific value may cause a generator a100 failure. As a result, the x-ray tube will not be supplied with the required voltage and x-ray will not be possible. Correction for this failure has been initiated via update ax038/19/s and was reported to the FDA under 21 cfr 806; report 2240869-06/12/2019-0039-c. This corrective action eliminates the root cause of the problem and prevents the possibility of reoccurrence.